Manufacturer narrative:
Product ID 8781, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative. It was reported that the pain in the patients side was resolved. It was reported that the revised catheter was disposed. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot/serial# (B)(4), implanted: (B)(6) 2018, product type: catheter, ubd: 13-mar-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving an unknown medication via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported the patient was experiencing back pain. It was noted the patient had a difficult stimulation trial lead placement, the canal was tight, so a magnetic resonance imaging procedure (MRI) was performed. A granuloma was identified when the hcp did the contrast MRI. Regarding environmental /external/patient factors that may have led or contributed to the granuloma, it was noted the patient had been receiving a high concentration of drug for many years. No actions or interventions had been taken at the time of the report, (B)(6) 2020. Therefore the issue was unresolved. The hcp planned to replace the catheter, however, surgery was not yet scheduled. The patient's status was provided as alive - no injury. No further complications were reported or anticipated.